Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the pump had emitted a call service alarm with no known cause. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump¿s history showed a call service alarm on (B)(4) 2013. The user had programmed a bolus of 3.5u and the call service alarm exerted after delivery of ~0.5u. The history did not show a partial delivery record of the bolus. During testing, the pump powered on normally and was able to prime successfully. Multiple boluses were performed during testing with no alarms reproduced. Animas has conducted a review of the device history record for this device and confirmed that it was operating within required specifications at the time of release.